Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 12 mm amplatzer vascular plug 2 was chosen for implant using an unknown delivery system. The device sizing was based on an initial defect measurement of 8 mm. Transesophageal echocardiography (tee) and fluoroscopy were used during the procedure for imaging guidance. During the procedure, after implantation, embolization of the devices to the patient¿s pulmonary arteries was identified immediately and intraprocedural by fluoroscopy before leaving the catheterization laboratory. Further assessment with tee, including additional imaging projections performed by a second physician after embolization, demonstrated that the original measurements were inaccurate and that the paravalvular leak was closer to 20 mm. Both plugs completely dislodged from the intended implant site, with one device embolizing to the right pulmonary artery and the other to the left pulmonary artery, resulting in a temporary partial obstruction of blood flow. A stability check had been performed while the patient was under general anesthesia, and no rhythm changes, hemodynamic instability, or other clinical signs or symptoms were observed during or after the event. Both plugs were snared and removed within approximately 30¿45 minutes of embolization, with no harm to the patient.